Event description:
A report was received that the patient was experiencing lost of therapy due to high impedances. The patient's lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing lost of therapy due to high impedances. The patient's lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspected device: reference number: 10638961 product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(4) batch: 18117905 additional information was received that the lead splitter was also explanted. The device analysis of the explanted lead splitter (sc-3400-30 serial (B)(4)) revealed no anomalies. The returned lead (sc-2316-70 serial (B)(4)) was analyzed and the complaint of high impedances and loss of stimulation was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The fractured cables at the clik anchor site resulted in the reported complaints.